Event description:
The dealer states the chair has recline added. Dealer states the tilt and recline intermittently would not tilt or recline. Dealer states the max back angle mercury switch has its wire cut or worn thru.